Event description:
It was reported that an erbe system, argon plasma coagulator (apc)/electrosurgical unit [esu/generator, model vio 3, part number (p/n) 10160-000, serial number (s/n) (B)(6)] system with a waterjet model erbejet 2, p/n 10150-000, s/n (B)(6)] was involved in a patient incident upon a treatment as part of the gastric mucosal ablation (gma) study, "safety and feasibility of hybridapc for gastric mucosal ablation in the management of patients with class ill obesity (hapc-gma bra)". The equipment was used with an erbe hybridapc probe (p/n 20150-015, lot number wo382353) and erbe waterjet pump cartridge (p/n 20150-300). On (B)(6) 2023 (i.e., the date of the intervention), the patient experienced severe pain, although neither abdominal distension nor peritonitis were observed. The treatment was analgesic. However, on (B)(6) 2023, the patient reported persistent severe pain. The team asked the participant to go to the emergency room, where she underwent an abdominal CT scan and laboratory tests. The CT scan showed only mild thickening of the greater curvature of the stomach with no evidence of perforation, and laboratory values showed an isolated increase in c­ reactive protein. The research team decided to hospitalize and optimize analgesia. On (B)(6) 2023 (i.e., the first day of hospitalization) there was partial improvement in pain and a decrease in c­ reactive protein. On (B)(6) 2023, (i.e., the second day of hospitalization) complete pain relief was achieved, and the patient was discharged.

Manufacturer narrative:
The apc, esu, and waterjet were thoroughly inspected/tested. A technical safety check was performed on each unit. This included an electrical safety check, a functional check of each of the equipment's features, a power output check, etc. All features were/are functioning properly within specifications for each of the devices. Additionally, no anomalies were found in the device history records (dhrs) of the units. In conclusion, no equipment problem was found that would have caused or contributed to the event. Per the study protocol, pain is expected upon gma. Also, based upon the provided information, the patient did not take the recommended pain medication after the procedure. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.